Event description:
Customer claims units have folded when unloaded from vehicle with weight. No injuries have been reported.

Manufacturer narrative:
Per an independent service agent, the end user cancelled the service call. Problem was due to operator error.